Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the physician punctured the pt's left femoral artery and inserted the super arrow-flex (saf) sheath with dilator. He then attached a blue one-way valve and vacuumed the intra-aortic balloon (iab) catheter twice inside of the tray to wrap the balloon tightly. Afterwards, he then grasped the catheter closely and removed it from the tray horizontally per the instructions for use. During the catheterization, the iab would not advance and became stuck in the sheath. As a result, the saf sheath and iab catheter were removed as one and a new iab kit was opened. The physician inserted the new saf sheath and catheter into the same insertion site and placement was successful. There was no excessive bleeding during the procedure. There was a 10 minute delay in treatment, no pt death and no pt complications reported.